Manufacturer narrative:
Date of postoperative device breakage and fracture non-union is unknown. This report is for one (1) unknown locking compression distal femur plate [lc-dfp]. Without a valid part and lot number, a UDI is not available. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient suffered a left femur fracture following a fall on an unknown date in 2012. The fracture was originally treated on (B)(6) 2012 with the insertion of a reduction plate (locking compression distal femur plate [lc-dfp]) during an osteosynthesis procedure. Thereafter, the patient followed a rehabilitation plan per the surgeon's direction. On the way to a follow-up visit on (B)(6) 2013, the patient felt a sharp pain in the left femur despite using a crutch to walk. It was confirmed that the lc-dfp had broken and the patient suffered a spontaneous re-fracture of the femur. The patient returned to the operating room on (B)(6) 2013. During the procedure, the surgeon ablated the osteosynthesis material, treated the non-union fracture site, and took cortico-cancellous graft. The procedure was completed with bone replacement along with the reduction and osteosynthesis of a new lc-dfp. This report is for one (1) unknown locking compression distal femur plate [lc-dfp]. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4); manufacturing date: 25.april 2012 expiry date: 01.april 2022. Date of implant initially reported as (B)(6) 2012. Actual date of implant is (B)(6) 2012 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: locking screw (413.365s, lot 7821641, quantity 1); locking screw (413.334s, lot 8015847, quantity 1); locking screw (413.334s, lot 2808469, quantity 1); locking screw 413.334s, lot 7729345, quantity 1); locking screw (413.360s, lot 7757143, quantity 1); locking screw (413.370s, lot 7859330, quantity 1); locking screw (413.365s, lot 7854781, quantity 1); locking screw (413.350s, lot 7859016, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.